Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient reported issue started after update. Dexcom representative advised patient to forget all device listed in bluetooth, restart smart device and re-install g5 application. No complaint device was returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and did confirm the reported loss of connection. No additional patient or event information is available.